Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing a major driveline infection. The patient was admitted from (B)(6) 2018 until (B)(6) 2018. The patient was treated with surgery and drug therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to the device could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists driveline infection and bleeding as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also contains instructions on how to prevent infections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a major retroperitoneal bleeding event on (B)(6) 2018 while they were already in the hospital for driveline infection. Between 4 and 8 units of red cell concentrate were transfused on (B)(6) 2021. The patient was on warfarin and aspirin at the time of the event, and the bleeding episode resulted in a re-operation. The patient had a documented history of lesion in the ovary (site of bleeding) that could have potentiated the bleeding episode. The doctor considered the device causal relationship to the bleeding event to be low, but anticoagulation therapy at the time of the event could have contributed.